Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 245 mg/dl and 126 mg/dl. Customer feels fine. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.